Event description:
It was reported that bd nexiva nearport 20ga x 1.00in w/ maxzero needle retraction failed it was reported by the customer that nexiva near port catheter housing would not separate from catheter. Lock keeping catheter in place did not fully disengage on initial retraction of needle. Catheter and grey portion of housing pressed together and then click was heard and was able to successful disengage needle from catheter. Verbatim: nexiva nearport catheter housing would not separate from catheter. Lock keeping catheter in place did not fully disengage on initial retraction of needle. Catheter and grey portion of housing pressed together and then click was heard and was able to successful disengage needle from catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of needle retraction failure was not confirmed upon inspection of the sample. Analysis of the sample showed that no defects were observed upon visual inspection. Per the verbatim provided by the customer is was determined the reported defect is actually part of normal operation of the device when deactivating to retract the cannula, the "catheter housing" (catheter adapter) will remain attached to the grey portion of the device (tip shield) until the device is complete deactivated and the v-clip is activated (click sound that is heard). The v-clip is a safety part that prevents the cannula tip from being exposed on deactivated. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.